Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found completely outside of the cochlea, as confirmed by diagnostic images. According to the patient report, the child has an ip1 cochlea malformation, which was diagnosed prior to implantation. Reportedly the electrode array was inadequately placed during implantation surgery (due to the reported malformation). This is a final report.

Event description:
In-situ measurements showed normal results but postoperative diagnostic imaging indicated that the electrode array is not in the cochlea. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed normal results but postoperative diagnostic imaging indicated that the electrode array is not in the cochlea. Re-implantation is being considered.